Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty diode on the main printed circuit board (pcb). The main pcb was replaced to resolve the report. The device was returned to zoll's inventory and the customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.